Event description:
An experienced caregiver was work a client in her home, transferring them from a wheelchair to a bed. Just as she was sliding the client across the fst, the lift dropped approximately 12", landing the client on the edge of the bed. The drop was immediate. They were able to get the client in bed. The patient was anxious about using the lift as a result of the incident. Existing back pain also reoccurred.

Manufacturer narrative:
Due to off-centre loading, the strap guard put pressure on the retaining ring, which became pried off. The extra material of the lift strap would cause grater than anticipated pressure on the pin and drive shaft. The pin and shaft broke, causing the strap drop. If the 12" distance is accurate, this drop must not have been fast enough to engage the overspeed mechanism as it was tested to be functional during investigation. No change or improvement in free fall/os protection system is deemed necessary at this pint. Keeping in mind the chances of continued misuse of the product by lifting at an angle, a design improvement is underway to replace the thin strap guard with a thicker one. The user manual for this product states, "once the individual has been outfitted with the sling, move the lift so that it is positioned directly over the individual. The lift may need to be raised or lowered, or re-positioned along the track in order to accomplish this..always check to ensure that the lift is correctly positioned directly above the person to be lifted. Avoid lifting at angles as over time the strap may fray if this is not followed". We believe this correct positioning is well-described and wil not be revising the user manual.